Event description:
The user reported that after the ablation procedure, the patient suffered cerebral infarction. The navistar catheter was connected with a generator made by another company and the physician performed ablation in the patient's heart. After the procedure, the patient came back into the hospital ward. After a while, he suffered cerebral infarction. As a result, he became paralyzed. Currently, he is rehabilitating in the hospital for paralysis.